Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, there was insufficient negative pressure in vacuum blood collection tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples were subjected to functional testing for low or no draw and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, there was insufficient negative pressure in vacuum blood collection tubes. There was no health impact or consequence reported.